Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the ins was replaced, impedance. Additional information from the rep reported the battery was replaced on january 27th and was kept by the hospital. The patient was doing well and no further information was given. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The original aware date has been corrected. Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) correcting that the procedure occurred on (B)(6) 2019. On (B)(6) 2019 the rep stated they didn't know why the device was replaced, they had just been called in last minute and didn't have details as to why it was being replaced. No further complications were reported.

Manufacturer narrative:
Correction to initial date received by MFR: 2019-01-25. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) clarifying that the impedances previously reported were high impedances, and the rep noticed this during the procedure. The rep noted the impedance issue began the date of the procedure and the cause was not known. The rep reported the patient felt vaginal discomfort. The rep also reported the battery was replaced when asked if the event had been resolved. No further complications were reported.